Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had reservoir leak. The customer¿s blood glucose level was 15.9 mmol/l at the time of the incident. Customer reported insulin passed the both o-rings and insulin was visible in the reservoir compartment cracks and splits were not visible on the reservoir barrel. The reservoir will not returned for analysis.